Event description:
The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button was pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. Another brand AED from a responding ambulance vehicle was used as a backup, removing the defib pads and replacing with their own. The backup device analyzed the patient's rhythm and determined it was not shockable and the patient was not resuscitated. There were no reports of any adverse affects as a result of the use of the device.